Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypotension and chest pain. The right ventricular (rv) lead exhibited high/rising thresholds and rising impedance. The following was noted on the right atrial (ra) lead: far field r-wave (ffrw) oversensing, undersensing causing inappropriate pacing and intermittent undersensing. Both leads remain in use. No further patient complications have been reported as a result of this event.